Manufacturer narrative:
Correcting h4- manufacturer date should be jan 17, 2015 and not dec 8, 2014 as stated in the initial medwatch. D4 added the UDI. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4, h4 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not duplicated during evaluation because the subject device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had no air when putting the insufflation on on (however, a pump seems to be triggered in the equipment). The issue was found during preparation for use. There were no reports of patient harm. This report is related to linked patient identifier: (B)(4).

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.